Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a urinary catheter. The customer stated that the catheter balloon will not deflate. The customer said that the inflation lumen was cut to allow the water to drain from the balloon but drainage did not occur. On (B)(6) 2010, the nurse stated that the urologist deflated the catheter balloon with the use of mineral oil through the inflation lumen and 2/3 of the balloon contents was removed and the catheter was safely removed.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.